Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 03 may 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the customer provided photograph revealed a line through the center of the lens; however, based on the image quality it could not be determined to be a scratch. Visual inspection under magnification revealed that the complaint lens was received with a cut consistent with the damage observed in the customer provided photograph. The lens was cleaned and, no scratches on the lens could be identified. The complaint issue of cosmetic issues was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after doctor implanted the intraocular lens (iol), doctor found a scratch on the optic. Doctor remove and replaced the iol. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.